Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00127.

Event description:
Allegedly threads "peeling" off several screws (lock and non lock) while inserted into right medium lateral fibula plate. The implantation site was the lateral fibula fracture and the issue was resolved by swapped screws. The sales rep was present at the procedure; surgery was not extended more than 30 mins; incident occurred during surgery. Emailed sales rep ((B)(4)) on (B)(4) 2014 for product information, tracking # for products being sent back and if she had any knowledge of the hospital filing a MDR.

Manufacturer narrative:
Visual inspection found that the screw does have thread peeling from the screw. Analysis of the returned product found the screw to be within specification. Analysis of the returned product indicates that the screw could have been a contributor to the reported event. The screw has peeling thread indicating that it may have been inserted through the plate at an incorrect angle causing the thread to peel. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was user technique.